Event description:
It was reported while using unspecified bd conventional insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: lately, I have had syringes without needles, twisted, without numbers and lines to measure the amount. I bought the syringes for my mother who has been using insulin for more than 10 years.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd conventional insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: lately, I have had syringes without needles, twisted, without numbers and lines to measure the amount. I bought the syringes for my mother who has been using insulin for more than 10 years.